Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "damage to the implant".

Event description:
Patient reported unknown side device "damage" diagnosed via ultrasound. The device remains implanted.